Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery test. All operating currents are within specification. Test reservoir lock properly inside the reservoir tube. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked case at reservoir tube window corner. Unit received with cracked lcd window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 415 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 415 mg/dl. Customer stated that half of the cap that holds the reservoir is gone. Customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.